Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, it was found that the patient's pacemaker had gone into back-up vvi mode upon receiving the elective replacement indicator (eri). Intervention to restore the device was unsuccessful. The patient was stable.

Event description:
New information received notes that the pacemaker was explanted and replaced on 23 jun 2020. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.